Manufacturer narrative:
(B)(4). Insulin pump passed functional testing including displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert or auto mode anomaly noted during testing. Hardware low level failure alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.

Event description:
The customer reported via phone call that insulin pump had hardware low level failures alarm. The customer¿s blood glucose 109 mg/dl. Customer was able to clear the alarm also able to rewind the insulin pump. Customer stated that the self-test was passed. Customer also stated that insulin pump got calibration not accepted and under auto readiness screen also got active insulin updating. The device will not be returned for analysis.